Event description:
The patient reported going to the emergency room due to hyperglycemia at slk-kliniken heilbronn gmbh on (B)(6) 2025. The patient's blood glucose level was greater than 400 mg/dl while wearing the pod between 1 and 4 hours on the abdomen. Symptoms reported include feeling nauseous, thirsty, and having a strange taste in their mouth. At the hospital, the doctor stated that the pod's cannula was observed to have not been inserted correctly. The patient stated receiving a blood test and ketone tests done. The pod was discarded and a new pod was applied. The patient was discharged after an 1.5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.